Manufacturer narrative:
Evaluation completed. A 25ga vitrectomy cutter was returned with one opened bl5625 pouch from lot w1689. However, the lot number and expiration date on the label has been crossed out. The part number and lot number could not be verified. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing and debris visible in the port. The back cap was aligned correctly with the vent hole in the sides of the cutter body. The connector was inspected and no damage was found. A functional test was performed using the stellaris pc system. The cutter had good clean cuts and had good aspiration. Review of the complaint database revealed one other complaint for "cutting problem" has been submitted against lot v8936. Refer to CAPA 610815. CAPA 610815 was closed on 06 july 2018 but was still open when lot v8936 was manufactured in march 2017. Per CAPA 610815 and (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories. The first lot of bl5625 that was built with the vitrectomy tubeset enhancement was lot #w2161 in july 2018. Any bl5625 product with lot no. W2161 or higher will include the vitrectomy tubeset enhancement. Report 2 of 2 see 1920664-2018-00099.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway. Report 2 of 2 see 1920664-2018-00099.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not cut. The cutter started to work normally after pedaling the foot pedal several times. The surgery was completed with no patient injury reported.